Manufacturer narrative:
Prior to inserting in the pt, the product was undamaged. After inserting in the pt, there was resistance/friction within the (unk brand) guiding catheter, therefore, advancement was stopped and the cause investigated. Prior to shipping, there were no other issues noted with any part of the product being returned (kinks, bends, cracks, broken areas, etc). No further info was available. The product is expected for analysis, but to this date product has not been received. Additional info will be submitted within 30 days. This product is similar to us cypher stent.

Event description:
The operator was approaching a lesion where another stent was placed. He was trying to overlap cypher stent. Since he could not complete this procedure, he pulled back another cypher catheter and he noticed a piece of stent cell broken. There was no pt injury reported with the event.